Event description:
It was reported that the patient stated that his urologist has found the pump of his inflatable penile prosthesis (ipp) has failed. The patient stated that his current insurance excludes replacement. The patient was contacted for assistance.